Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted computed tomography (CT) images could not confirm the reported event of stenosis within outflow graft/bend relief. A specific cause for these events could not be conclusively determined through this evaluation. Additionally, analysis of the log files that were provided by the account confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. The system controller event log file contained events from 24may2024 through 31may2024 and 08jun2024 through 14jun2024, per the timestamps. Transient low flow hazard alarms were captured. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further issues have been reported the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. In addition, the surgical procedures section of heartmate 3 instructions for use heartmate 3 lvas IFU contains information on "preparing the sealed outflow graft." The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. "Preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in clinic for low flow alarms in early may. A computed tomography angiography (cta) was completed on (B)(6) 2024 which showed 50-70% stenosis within outflow graft/ bend relief. The patient had not had a low flow alarm since prior to (B)(6) 2024 however the patient was admitted for an extrinsic outflow graft obstruction (eogo) work up. Log files were submitted for review and captured a short period of low flow events from 0750 to 0841 on 30may2024 with a couple of audible low flow alarms. There were several lower flows noted later in the afternoon but did not persist long enough to trigger an audible alarm. Pulsatility index (pi) values during these events were on the low side but were still widely variable. The patient had a surgical relief of the eogo performed on (B)(6) 2024. Additional log files were submitted for review and captured clusters of pi events.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.